Event description:
It was reported that the user contacted support about not seeing blood glucose data and experiencing apparent gaps, while the system was providing readings at the time of the call; records showed no gaps, and education was provided regarding potential causes of signal loss with the dexcom g7, with no alerts or alarms reported. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included review of available data and user education on potential signal loss scenarios. Investigation of this case revealed no device malfunction and no identified responsible device, with the user¿s data showing readings in range over multiple days. It was concluded, based on previously established findings for similar reports, that the cause was unknown but consistent with transient connectivity or display variability without clinical impact.